Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed.  The device manufacturing quality record could not been reviewed as the lot number was not communicated.  According to the available data, the exact root cause cannot be determined.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned.

Event description:
It was reported by the journal article " cementless versus cemented oxford unicompartmental knee arthroplasty : early results of a non-designer user group" that a tibial loosening with revision occurred 36 months after an unicompartmental knee arthroplasty cemented with optipac. The cemented unicompartmental knee arthroplasties were performed on a cohort of 60 patients in the following centers : (B)(6)). Journal article reference : " cementless versus cemented oxford unicompartmental knee arthroplasty : early results of a non-designer user group", b.kerens,mgm schotanus & al, european society of sports traumatology,knee surgery, arthroscopy ( esska), 2016 (7 pages).